Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unit powers off during use. The reporter alleged meter shuts off when inserting strip and shows black screen for a few seconds; no problems with turning meter on with buttons and strips work with another meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.